Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that one of the ¿pins¿ that was holding the lead wire down on the right side came out and was coming through the skin. The patient had revision surgery done for replacing the lead wire. This occurred shortly after implant, maybe a month a so. No further complications were reported/anticipated.